Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025 ared, cf (for, hcp): medtronic received information regarding a plate for cranial repair. It was reported that the patient was left with a right skull defect after undergoing "craniotomy and hematoma removal" under general anesthesia on (B)(6) 2022, due to trauma more than 2 years ago, and was admitted to hospital on (B)(6) 2024, for "open craniocerebral injury postoperative skull defect". After completing relevant examinations, the patient underwent skull defect repair on (B)(6) 2024. After the operation, they received symptomatic treatment with fluid infusion. Reexamination showed a small amount of fluid accumulation under the flap. The patient was transferred to the referral hospital on (B)(6) 2024, for continued rehabilitation treatment. On (B)(6) 2025, the titanium strip was found to be fractured. After evaluating the condition, a second surgery will be performed in the near future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a plate for cranial repair. It was reported that the patient was left with a right skull defect after undergoing "craniotomy and hematoma removal" under general anesthesia on (B)(6) 2022, due to trauma more than 2 years ago, and was admitted to hospital on (B)(6) 2024, for "open craniocerebral injury postoperative skull defect". After completing relevant examinations, the patient underwent skull defect repair on (B)(6) 2024. After the operation, they received symptomatic treatment with fluid infusion. Reexamination showed a small amount of fluid accumulation under the flap. The patient was transferred to the referral hospital on (B)(6) 2024, for continued rehabilitation treatment. On (B)(6) 2025, the titanium strip was found to be fractured. After evaluating the condition, a second surgery will be performed in the near future.